Event description:
Enoxaparin sodium 60 mg/0.6 ml, made by amphastar pharmaceutical, lot eq021j1, exp 09/2012, (B)(4). I am reporting this as both the dispensing pharmacist -pharmd- and the pt herself. I have now had three different boxes of this product with an unassembled needle protection device (the glass syringes are not locked into the automatic safety device), requiring assembly (which is not necessarily intuitive or easy and for which there are no instructions for assembly). These are supposed to come preassembled (I've injected hundreds of doses), this is a recent change in this particular product. I can successfully reassemble the product, although most of the time this results in an inadvertent activation of the needle protection device. I can imagine that the typical pt (who is not a pharmacist and who is not familiar with the device), would be completely unable to accomplish this task. The problem, as I can see it, is that the glass syringe is rotated 180 degrees within the automatic safety device, which allows it to become unattached (it is not locked into place). The product cannot be used in this state, without reassembly. As previously stated, I have now encountered three boxes of this product with this problem. The last two had the same lot number, I don't have the lot number for the first. I have contacted amphastar but thought this situation warranted the medwatch report as well, since the situation could significantly impair a pt's ability to use this product correctly. Dates of use: (B)(6) 2011 - (B)(6) 2012. Diagnosis: inherited thrombophilia during pregnancy.